Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump would turn off and show the battery half full. Customer didn't recall her blood glucose level. Troubleshooting was performed for blank display and customer stated the display did returned after inserting a new battery. The device passed the self-test. Customer was advised a new battery cap will be sent. Troubleshooting was performed for failed battery test and issue was resolved with a new battery and cleaning battery compartment. Customer is not returning the insulin pump for analysis.